Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that the patient doesn't think she is charging her ins enough. The patient stated when she goes to charge her ins it says the battery is only at 90% and she only has to charge it up the last 10%. The patient stated she can go a day and only have to charge it the last 10%. The patient stated that before she would have to fully charge it. The patient recently had been reprogrammed. The patient met with a manufacturing representative (rep) on (B)(6) or (B)(6) to have reprograming done since her device was going a little crazy. The patient stated her back and feet were killing her and she was in a lot of pain. The device was not working for her. The patient also reported that her device was shutting itself off on its own. The patient stated this happened 2 times, but hasn't happened since. The patient then stated she was on her way home from the reprogramming session and she had to physically go back in and turn it back on herself with the controller. The patient confirmed the controller was showing stimulation was off and the green light was not on. The patient also stopped feeling the stimulation and her foot started hurting real bad which is how she knew it was off. The patient stated the same thing happened the day after the reprogramming session and she had to turn it back on herself. The patient did confirm she has adaptive stimulation activated. The caller was redirected to follow up with their healthcare provider (hcp) to have their device checked. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Cause was not determined. Patient reported that the manufacturer's representative (rep) went over details to help with the stimulator. Patient reported the issue was resolved.